Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked case.(B)(4)

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process and the insulin had a crack on the right lower screen. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the insulin continued to drip after motor stopped during the manual prime process. The customer stated that there was no gap between the piston and reservoir stopper during prime. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.